Manufacturer narrative:
A software analysis was initiated. Analysis determined that there was insufficient information to determine the cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient CT scan was uploaded without problems. 231 slices, thickness and pitch 0.50. Scan included glasses for eyes protection. They tried 4 to register the patient with the navigation by using trace, point and combined registration. After collecting enough points system stated discrepancy 0.6mm (at one try) and "green circle" for whole head. By verification putting the probe on the patient¿s nose, the cross on the navigation pointed in the middle of the head. They were totally off track every time of our 4 tries, they also used the side emitter for one try to eliminate a problem with the under-head emitter. You could see the system collected the tracing points inside the head/ 3d modell. The physician was annoyed and kept on with the surgery without using the navigation. This happened in 2 of the 4 surgeries done that day. The manufacturing representative used the same registration p robe and checked the function of the system by using the same instrument and trackers and it all worked fine, so they could eliminate a hardware problem or a problem with the disposables. There was no reported impact to patient outcome.